Event description:
It was reported that the insulin pump screen appeared hazy and there were cracks on both sides of the screen. Customer's blood glucose was 118 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with debris under window. However the insulin pump was inspected and no discoloration was found at screen. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and with cracked reservoir tube.